Event description:
An infection was reported. Per the reporter, the patient was not compliant after standard (normal) pump replacement which lead to an infection at the pump site. The patient was noncompliant with the hcp¿s post op instructions and the patient also cancelled post op check and refused to reschedule. The infection was noted to be in the device pocket and a culture was obtained, specific organism unknown at the time of the report. The patient received antibiotic treatment. The pump and catheter were explanted. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information later reported the patient was referred to infection control at the hospital for observation and treatment.

Event description:
Additional information later reported the patient was doing well no further issues, no additional troubleshooting.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Best estimate.

Event description:
It was indicated that no diagnostic testing or troubleshooting was performed and that it was not required. It was reported there was no product issue. The pump was being used to deliver dilaudid [25 mg/ml] at a dose of 1.2 ¿mg/ml.¿ the patient¿s medical history was unknown. The patient¿s weight was unable to be obtained. Additional information was received from a consumer on 2017-mar-10. It was reported that the patient went in for emergency surgery to remove the pump due to infection. It was noted that it took until (B)(6) 2015 to get another pump approved through workman¿s compensation to be put back in. No further complications were reported.